Manufacturer narrative:
Per the clinic, the patient underwent skin revision surgery under general anaesthesia on (B)(6) 2024 to remove excess skin around the abutment. This report is submitted on may 17, 2024.

Manufacturer narrative:
This report is submitted on december 26, 2023.

Event description:
Per the clinic, the patient experienced a skin overgrowth around the abutment site and subsequently was treated with topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.